Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Performing a thoracentesis, using kit marked lot number 0001336582. Easily accessed the space and easily drew back fluid to the specimen syringe. Connected the bag setup from the kit and started pulling fluid. Syringe and tubing filling with air. Paused, ,turned off to pt. Checked all connections-which were tight-again tried to pull fluid but tubing and syringe filling with air. Again, turned off to pt. And opened a new kit,changing to the new bag set up and able to uneventfully complete the procedure. Recently had same issue with a thora tray from a different lot number. There is no sample available for evaluation.

Event description:
Performing a thoracentesis, using kit marked lot number 0001336582. Easily accessed the space and easily drew back fluid to the specimen syringe. Connected the bag setup from the kit and started pulling fluid. Syringe and tubing filling with air. Paused, turned off to pt. Checked all connections-which were tight-again tried to pull fluid but tubing and syringe filling with air. Again, turned off to pt. And opened a new kit,changing to the new bag set up and able to uneventfully complete the procedure. Recently had same issue with a thora tray from a different lot number. There is no sample available for evaluation.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during manufacture or during quality inspection. Based on the limited results of the complaint investigation, the reported failure mode indicates a failure of the material. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n 711-13501). As the identified defective material (universal drainage set p/n 711-13501) is a supplied part a supplier corrective action request has been issued to the supplier. In addition, bd corrective action has also been initiated to address this issue. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences through the quality data analysis process. In addition, CAPA 1478196 has also been initiated to address this issue. H3 other text: see narrative.